Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 51 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 56 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage, steer mechanism is difficult to engage/disengage, or brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
2 devices that were pending evaluation were not made available by the customer; the reported issue was not confirmed. 1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 1 device that was originally coded as not being evaluated, was evaluated and it was determined the device experienced brake/steer pedal is inoperable; must use alternate pedal, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 56 to 55.

Event description:
This report summarizes 55 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage, steer mechanism is difficult to engage/disengage, or brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
1 unit was confirmed by the tech that this complaint was created in error. This unit was not alleged to have had any product failure.

Event description:
This report now summarizes 53 malfunction events, instead of 54.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that it was also experiencing a fluid leak onto floor. The count of events has been corrected to reflect this.

Event description:
This report summarizes 54 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage, steer mechanism is difficult to engage/disengage, or brakes cannot be engaged. There was no patient involvement.